Event description:
The customer contacted stryker to report that their device would not detect a rhythm through ECG or paddles leads. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. Stryker sent the customer a quote for other unrelated repairs, which the customer declined. The device was returned to the customer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect a rhythm through ECG or paddles leads. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.